Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered the aspiration tubing line had become disconnected causing the leak. The fse reconnected the tubing, resolving the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported less than 1 ml of diluent mixture leaked from the coulter lh 750 hematology analyzer onto the counter top while performing patient samples. The leak was not contained within the instrument. The customer was wearing personal protection equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were reported outside the laboratory. There was no death, injury, or affect to user or to patient treatment attributed to this event.